Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): the pump has not diffused completely. Drug: 1970mg 5fu, 100ml-0.5ml/h.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.